Manufacturer narrative:
An event regarding range of motion and pain involving a scorpio insert was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause could be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded lack of motion and pain may result from other factors not necessarily related to the device.

Event description:
Patient presented with lack of motion and pain in her right knee. She was scheduled for revision tka. Patient was brought to the o.r. The scorpio components were removed and replaced with a triathlon ts.

Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: series 7000 standard tibia; cat# 7115-0005; lot# mmt4x7. Scorpio nrg ps femoral #5 right; cat# 81-4405r; lot# mnn9xa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented with lack of motion and pain in her right knee. She was scheduled for revision tka. Patient was brought to the operating room. The scorpio components were removed and replaced with a triathlon ts.